Event description:
The customer reported that during an in-service training, the unit shut down while it was in use on a pt. The pt was switched to another unit and therapy was continued. No pt injury was reported.